Manufacturer narrative:
(B)(4). The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is in-progress. Upon completion of the sample evaluation and investigation; a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury.

Event description:
A report was received from (B)(4) stating the low-profile transgastric-jejunal feeding tube balloon was leaking. The device was in use for three months prior to the event. The health care providers taped the device in place in an effort to prevent the device from displacing from the stoma site. No additional information was provided in regards to the patient's status.

Manufacturer narrative:
The device history record for the lot number, aa4279n32, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. One sample device was returned. The original packaging was not returned with the device. The device balloon was filled with 5cc's of water. The balloon material exhibited acid whitening. Almost immediately after inflating the balloon, it ruptured. The rupture occurred in the whitened area. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).